Manufacturer narrative:
Follow-up # 1 ¿ (09/19/2014), the patient¿s meter has been returned on 8/28/2014 and evaluated by lifescan product analysis on 9/9/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that their onetouch verioiq meter had lost all information from the meter memory. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter memory issue began on (B)(6) 2014 at 10am. The patient manages their diabetes with pills, diet and/or exercise. The patient denied making any changes to their usual diabetes management routine in response to the alleged meter issue. The patient reported developing symptoms of ¿loopy, nauseous, cold/hot, headache and disconnected¿ approximately ¿a week and a half after¿ the alleged meter issue began. On (B)(6) 2014 at 12:30pm, the patient reported visiting their doctor¿s office and received advice to check their blood sugar using their meter. The patient¿s blood glucose was measured by the hcp using an ER/hospital meter, and a result of 186mg/dl was obtained. At the time of troubleshooting, the csr determined that the correct procedure was being used to access the meter memory, and also that the memory was not cleared using lfs software. Replacement products have been sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.